Event description:
A report was received that the patient's precision system had not been providing stimulation to the patient in over a year. The patient reported that he had fallen three times after which the ipg did not work. An ipg replacement was recommended.